Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04396. It was reported that the patient presented for an implant procedure. During the procedure the patient was in asystole and went into cardiac arrest. Patient was intubated and the case was aborted without the right ventricular and atrial lead being used. The patient received a new implantable cardioverter defibrillator system on (B)(6) 2020.